Event description:
It was reported that the tandem mobi pump shutdown unexpectedly, and its leds were not blinking. The customer's blood glucose level exceeded 500 mg/dl, and the specific value was displayed as "high." To address the high blood glucose level, the customer administered a correction bolus via the pump. The customer continued to use the pump for insulin therapy.